Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assemblies. Unable to verify display anomaly due to blank display. Unit received with corroded motor home switch. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump had a straight line going through the screen. The patient's blood glucose level was 257 mg/dl at the time of the call. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.